Manufacturer narrative:
H6: medical device problem code - revised to code 2993. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.¿

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and improper component placement.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for abdominal aortic aneurysm and bilateral common iliac aneurysms. During the procedure a type iii endoleak from junction between plc271200j and ceb231410a. The endoleak was monitored. On an unknown date, the patient underwent embolization for type ii endoleak (details were not available). It was reported that the aneurysm was still enlarging (5700-c). No further information was available. The physician stated that the type ii endoleak was embolized, but the aneurysm enlargement might not be controlled.